Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-02147. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire guide wire fracture occurred. The 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A kink was noted in the middle of the rotawire guide wire. While outside the patient's body, the rotawire guide wire fractured inside the 1.25mm rotalink plus catheter. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.